Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under (B)(4) by the MFR, arjohuntleigh magog inc, on behalf of the importer, (B)(4). A complete investigation was performed by the designated complaints handling unit (dchu), including a review of the trend of similar problem with similar device and sequence of events. There have been previous medical device reports (MDR) related to the issue of pts sliding out of the sling detachment was reported. (B)(4). Concerning the device, there were no relevant technical bulletins or field actions. An on site inspection was performed by an arjohuntleigh rep after the incident. He could notice the device was old but functional. The sling was in good condition. Since the device was found to be deficient, no product return has been deemed required. Since the risks related to this event are understood by the MFR, no simulation was deemed necessary. From the sequence of events. It must be noted that two caregivers were transferring resident from bed to wheelchair to go for a bath as she slipped through the sling and onto the floor. As noted during the on site inspection, the sling leg straps were not crossed and the resident was in a too upright sitting position for her condition, which resulted in the resident not being adequately supported and sliding down the sling. Arjohuntleigh application guide (001.03680.33 rev 3) states: choose whichever loop combination that gives the most comfortable suspension angle for the resident, bearing in mind the resident's ability to support themselves; "legs opened" type positions...the stability of this type of sling application is entirely based on the resident's ability to control hip abduction or adduction. If the resident does not have this ability, then this type of sling application may not be suitable. Since sling application is a critical step of a pt transfer, the inadequate sling application is considered as user error. It is unk if the training of the caregivers was adequate. The device was in use at the time of the event, did not fail to meet specifications and contributed to the outcome of the event. Retraining the users from the facility on sling application has been already suggested to t he facility during the on site visit.